Event description:
As reported by our japanese affiliate, during the tavr procedure of a 26mm sapien 3 ultra resilia valve, insertion difficulty of delivery system was occurred and aortic dissection from ascending to descending aorta was observed and eventually the patient expired. An emergency tavr was performed for an advanced age patient with dialysis with dialysis. Since the blood vessels in the lower limb were narrow due to calcification, resistance was felt when inserting the esheath+. The esheath+ was removed and balloon angioplasty was performed using a 7 mm balloon to dilate the vessel. A new esheath+ was prepared to and was inserted smoothly. Significant resistance was felt during insertion of the commander delivery system into the esheath+ at external iliac artery. Upon confirming the esheath+ perspective image, it appeared that sapien 3 ultra resilia valve was protruding from the esheath. The decision was made to remove the delivery system along with the esheath as a unit. When checking the removed esheath, it was revealed that the valve protruding from the esheath. The valve exited through a hole in the liner. A balloon angioplasty was performed again. A new esheath was inserted and a new delivery system was advanced smoothly. There was no resistance between delivery system and esheath, but they were unable to track the system through the anatomy. It was difficult to pass the valve against the native aortic valve. The physician tried to apply flex again to pass, but it did not work. There was some tortuosity in the descending aorta and when they tried to push the device, tension was applied to the tortuosity part. Just when the valve was about to pass, the blood pressure dropped to the 30s. The physician pushed the valve up to ascending aorta and bosmin was administered, no reaction was noted. Cardiac massage was started the percutaneous cardiopulmonary support was initiated. As no flow was confirmed the physician suspected a possibility of aortic rupture. Tee showed a pleural effusion and thoracentesis was performed and blood was seen, which also suggested the possibility of an aortic rupture. It was determined that tavi could not continue, the delivery system/valve was retracted into esheath+ and withdrawn. Although aortogram was performed, the location of the rupture could not be determined. An occlusion balloon was placed in the distal aortic arch, and cardiac massage was continued to maintain blood flow to the brain. When the physician performed a second aortogram a dissection between the ascending and descending aorta was revealed. Considering the patient condition, performing thoracotomy was not possible and the patient passed away during the tavr procedure. Per the medical opinion, the heart team does not believe that difficulty/inability in inserting the device contributed to these events (aortic rupture and aortic dissection). It was thought that vascular damage might have occurred because the difficulties crossing the valve through the native annulus, made it difficult to operate the device. There was plaque in the aortic arch.

Manufacturer narrative:
Investigation is ongoing. This report is related to report ID: 2015691-2024-00749. H3 other text : no information on return of the device.

Manufacturer narrative:
This medwatch report is related to report ID: 2015691-2024-00749. A supplemental MDR is being submitted due to engineering evaluation findings, the events reported are anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The complaints for unable to track system through anatomy' and difficulty or inability to cross native annulus and/or bioprosthesis were unable to be confirmed due to unavailability of applicable imagery. A review of lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaints. A review of IFU/training materials revealed no deficiencies. As reported, 'valve did not pass through native aortic valve. The physician tried to apply flex again and again to pass, but it did not work. There was some tortuosity in the descending aorta and when they tried to push the device, tension was applied to the tortuosity part'. In addition, it was reported that there was plaque in the aortic arch. Tortuous aorta can create a challenging pathway for the delivery system and valve to navigate leading to tracking difficulty. Similarly, the presence of calcification in aortic arch can interact with the system leading to tracking difficulty. As such, available information suggests that patient factors (tortuosity, calcification) may have contributed to the complaint event. Per training manual, factors that can make the delivery system/valve difficult to cross the native aortic valve include tortuous aorta and calcification. The suboptimal angle resulting from tortuous anatomy and calcification nodule may inhibit the delivery system to properly articulate to reach target location. As such, available information suggests that patient factors (tortuosity, calcification) may have contributed to the complaint event. In such condition, excessive manipulation overcome crossing difficulty can lead to aortic dissection. The technical summary also outlines the extensive manufacturing mitigations in place to detect a defect or nonconformance associated with this issue. There are several 100% in-process inspections (visual) performed in manufacturing process and product verification testing (functional and visual) on a sampling plan basis performed prior to lot release. These inspections and testing support that it is unlikely that a manufacturing non-conformance contributed to the complaint.' In addition, assessment of the detailed instructions for use (IFU), device preparation training manuals, and procedural use training manual revealed no identifiable deficiencies. These mitigations (from manufacturing and the IFU/training manual) as identified in the technical summary are still in place to mitigate this issue. As such, available information suggests that patient factors (calcification, tortuosity) may have contributed to the reported resistance while patient factors (calcification, tortuosity) and/or procedural factors (excessive manipulation) may have contributed to the issue of unable to track system through anatomy and delivery system leakage. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required. Per the instructions for use (IFU), cardiovascular injuries such as perforation or dissection of vessels, ventricle, myocardial or valvular structures, annular tear , or rupture are known potential adverse events associated with the overall thv procedure and may require intervention. Ascending aortic dissection may occur when multiple attempts are made to cross the stenotic native valve, and/or when excessive force is used. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valve (thv). The thv training manuals guide to facilitate safe crossing of the native valve, including camera projections, handling during advancement, and troubleshooting techniques if difficulty is encountered. As stated, excessive force should not be used when the device has difficulty crossing the stenotic valve. Adding tension to the wire, pulling back the system to re-orient the valve, as needed, and torquing the flex catheter may help solve the problem. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest/indicate patient factors e.g calcium an tortuosity as well as procedure factors e.g. Excessive device manipulation with difficulty to track system through anatomy may have caused or contributed to this event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.